Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported, the surgeon reamed the acetabulum as usual and went to impact the shell into position. As he was impacting the shell the bolt that holds the shell onto the impactor handle broke.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the devices show broken bolt on both inserters. The device also shows wear & tear that indicates successful use during a potential field age of approximately DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.